Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation) 317 patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis and severe calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to use one resolute integrity drug-eluting stent (3.00mm x 30mm) to treat a severely calcified lesion in the rca with 80% stenosis. The resolute integrity device was inspected before use with no issues noted. The lesion was pre-dilated and an attempt was made to position the device. The attempt was unsuccessful, and the stent was removed and balloon dilation was completed. Then delivery of the stent was attempted again but the stent was not able to get it to the lesion on this attempt as resistance was met. The stent was removed and it was noted that one of the stent struts was protruding out. No excessive force had been used. The procedure was completed with another resolute integrity stent successfully, with no issues to the patient. Evaluation summary: the distal tip was flared. A number of struts on the 8th distal segment were raised and deformed. The 13th proximal segment was deformed. The remaining segments were intact. Image review summary: review of the procedural images confirmed the presence of a lesion in the proximal and distal rca. There is heavy calcification evident in both lesions. The images capture numerous balloon inflations in the target lesion in the proximal rca and a stent is subsequently successfully deployed. Numerous balloon inflations in the distal lesions are also captured. There are no images capturing the two attempted deliveries and removal of the resolute integrity device.